Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. The peritonitis was manifested by cloudy effluent and diarrhea. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing, but it was reported that the patient was scheduled to be switched to hemodialysis. Hospitalization was reported to be ongoing for a hemodialysis procedure. The patient was recovered from the peritonitis event, and on an unreported date, was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.